Event description:
The customer observed positively biased vitros valp qc results in april and may on the vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc.

Manufacturer narrative:
Investigation into the event determined that the vitros 5, 1 was operating as intended. The definitive root cause of the positively biased valp qc results is unk. Following valp re-calibration and re-enforcement of consistent valp reagent pack handling, acceptable performance has been maintained.